Manufacturer narrative:
The doctor reported that veneers that had been placed with mojo veneer cement had to be redone due to the formation of white spots under the veneers. The doctor did not want to return the product; therefore a retain sample was evaluated. A visual inspection indicated that the retain sample was homogeneous and free of contamination and that the color matches the approved sample. In addition, no air pockets were detected during extrusion of the sample. Because the sample meets product specifications, it has been concluded that this incident occurred as a result of a user or technique-related problem. Because there have been no other incidents or complaints of this nature associated with this product lot, this incident appears to be an isolated incident. A retain sample was evaluated.

Event description:
On (B)(6), 2010, a doctor reported that veneers that had been placed with mojo veneer cement had to be redone due to the formation of white spots under the veneers. This is the first of two reports.